Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit powered on with an unexpected open book image. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and force sensor. Test p-cap locked in place during testing. The following damages were noted: cracked case (battery tube), cracked keypad overlay, and scratched case. In summary, customer concern for cosmetic damage at backside of pump confirmed. Open book image confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886.troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use of the device.mmt-1886 was requested and customer response was the device will be returned.